Event description:
It was reported that the system gives incorrect readings. No pt injury was reported.

Manufacturer narrative:
The probe was leaking upon visual inspection. The service rep repaired the device by replacing the probe's circuit board, dcm, and top and bottom assembly. The unit passed the calibration. The system operates as intended.